Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unintended movement associated with the clip closure appears to be due to procedural circumstances (user perception). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. When the steerable guide catheter (sgc) was in the atrium after crossing the septum, a clot was noticed on a non-abbott wire. As a standard procedure, the wire and dilator were removed as normal and aspirated and the clot was removed. The sgc did not cause or contribute to the clot. There was no reported malfunction with the device. An xtw clip was advanced to the mitral valve and a grasp was successful. After the clip was closed to 25-30 degrees, the physician stepped away from fluoroscopy for about one minute. When they stepped back, it was noticed that the clip had closed all the way. Mr was reduced to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.